Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following the implant of a glaucoma filtration device, the patient's intraocular pressure (iop) did not decrease. The device was suspected to be clogged. During a secondary intervention, the device was removed and another was implanted. Additional information was requested.

Manufacturer narrative:
A customer reported "iop did not decrease, suspected clogged shunt, shunt explanted". No data regarding product identity was received (lot number and sn on the primary packaging are crossed out and the note in follow up section says that a lot number for the event is different from the stated on packaging), therefore, the device history record/s (DHR) could not be reviewed. A sample received as follows: a gauze inside the primary packaging. No shunt was returned, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).